Event description:
It was reported that stent thrombosis and chest pain occurred. In may 2013, a 20mm x 2.75mm taxus liberté drug eluting stent was implanted to an unspecified coronary vessel. In (B)(6) 2013, it was noted that the patient had an episode of late stent thrombosis followed by chest pain. A percutaneous transluminal coronary angioplasty was performed by the physician. A 3.0mm x 28mm promus element plus stent was used to treat the lesion. No known patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).